Event description:
It was reported that there was a hole in a solution set. This was observed while priming the device. There was no patient involvement. No additional information was available. Report 5 of 7

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.